Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the customer experienced high blood glucose of 594 mg/dl, which she treated with manual injection. Customer stated when she removed the cannula, there was redness and puffiness at the insertion site. The customer received a button error alarm on the insulin pump on (B)(6) 2015. The night before the button error alarm, she stated the insulin pump completely shut down and did not come back on with a battery change. Customer's blood glucose was 222 mg/dl at time of this report. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.